Manufacturer narrative:
The field service engineer (fse) discovered line #15 tubing was incorrectly routed, causing a crimp and restricted fluid flow, which caused an overflow at the electrolyte injection cup (eic). The fse re-routed and trimmed the tubing to resolve the issue. The fse verified system performance. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported reference drift for calcium (ca) and elevated sodium (na) and chloride (cl) results involving unicel dxc 600 synchron system. The customer loaded and calibrated a new ion selective electrolyte (ise) reference reagent, which failed with back-to-back system error. The customer retested twelve (12) samples on an alternate unicel dxc 600 system and noted one (1) sample had discrepant results. Only the differences in sodium (na) and chloride (cl) recovery exceeded the assay precision claims and were considered erroneous. The original sodium result was 130 mmol/l with an automatic retest result of 130 mmol/l; the result from the alternate dxc 600 system was 136 mmol/l. The original chloride result was 108 mmol/l; the result from the alternate dxc 600 system was 100 mmol/l. Sodium qc, prior to the event, was out of range high, but upon recalibration, qc was within the laboratory's established range; patient samples were analyzed. Chloride qc recovered low; upon repeat, it recovered high. After recalibration, chloride qc was within range. The customer stated the difference between the original and retest results were outside the clinical laboratory improvement amendments (clia's) guideline. The erroneous patient results were not released out of the laboratory. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer noted approximately five hundred (500) milliliters of clear fluid leaked under the ise module. Beckman coulter customer technical support advised the customer to dry the area and prime the ise 20 times; no fluid leak was observed. There was no exposure to open lesions or mucus membranes. There was no patient or operator injury or adverse effect associated with this incident. The customer has an exposure control/risk management plan at the facility. The instrument was not in use. The field service engineer (fse) went to the facility to assess the instrument.